Manufacturer narrative:
One rapid transit microcatheter was returned intact. No visual anomalies were noted. A .018 guidewire was inserted into the microcatheter and became stuck upon entry into the hub. The strain relief was opened and a coil was removed from the microcatheter. Ptfe delamination was present inside the unit. This is the only report of this type received for this sterile lot number to date. The root of this complaint was determined to be caused by the ptfe delamination of the inner lumen walls. Corrective actions were initiated to address this issue. As stated in the IFU, the rapidtransit microcatheter requires a continuous flush during the procedure in order to maintain the lubricity of the coating. It is not known if this procedural factor contributed to uplifted ptfe and the coil becoming stuck in the microcatheter.

Event description:
During coil embolization within an unknown lesion, the coil got stuck at the hub of the microcatheter. There were no reported patient complications. A review of the analysis performed on the returned product, determined that there was a reportable product malfunction, that was not evident from the information provided by the customer.